Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received not deployed. The download data shows that the pod was received in pod state 14, completing 46 pulses, all of which in first prime, indicating that pod activation was not completed after the first priming sequence finished. This is a safety feature of the pod.